Event description:
It was reported that implantable cardioverter defibrillator exhibited myopotential oversensing. Review of the electrogram revealed low level, high frequency noise. Programming changes were recommended. Patient will be monitored with routine follow up.